Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 09-may-2018. Product investigation is in progress.

Event description:
Consumer reported having 2 brush heads break. No injury was reported.

Manufacturer narrative:
On 04-jul-2018 product investigation results: reporter returned six toothbrush heads on (B)(6) 2018. Product return was received and investigated. Investigation results are inconclusive as available information is insufficient to determine the cause of complaint. No deviation could be found.

Event description:
Consumer reported having 2 brush heads break. No injury was reported.